Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was above 600 mg/dl with extreme drowsiness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. During troubleshooting, it was reported that the pump¿s time and date were occasionally incorrect in the pump¿s history. No device malfunction was alleged or indicated. This complaint is being reported because the reported health event was attributed to a reported device use error.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: no unexplained time/date issue observed in the black box. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Pump maintained time accurately during 5 day duration test; however when pump was left without power for 1hr and pump was powered back on it had returned to the default time/date 12:00am (B)(6) 2007. The pump was opened and the internal battery was found to be leaking: time test was started but not completed due the internal battery failure.